Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the device's clinical data was provided. The clinical review of the provided data file confirmed that the analyzed rhythm does not match the criteria of a shockable rhythm and was deemed as an outlier as part of the limitations for the algorithm analysis for reports of this type has not identified an increase in trend.